Event description:
During the transvenous pacemaker insertion procedure, it was noted that the sideport became dislodged resulting in bleeding. The device was removed. The procedure was completed. No adverse consequences to the patient was reported.

Manufacturer narrative:
One 6f fast-cath introducer sheath and dilator were received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.